Event description:
It was reported that a faulty patient-controlled analgesia (pca) connection broke caused a reverse flow of blood and subsequent leakage. As a result of blood contamination, the impacted sets were sent back for further examination and analysis. There was no patient injury. The event occurred at the hospital.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.